Event description:
On (B)(6) 2009 an elevate apical and posterior repair system was implanted to treat for stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged that plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was reported that she was hospitalized a week after her (B)(6) 2009, surgery due to an abscess in her rectum. On (B)(6) 2011, plaintiff was told she had "significant" eroded mesh inside of her that caused her vagina to grow together and that she would be unable to have sex; a vaginal stent was placed for healing. Plaintiff underwent an additional procedure on (B)(6) 2012 to remove the "products," most of the mesh was successfully removed, but not all because parts of the mesh had eroded into surrounding tissues. Plaintiff underwent two additional procedures on (B)(6) 2012 and (B)(6) 2012 to have an interstim system implanted to control ongoing urinary incontinence, alleged to have worsened by implantation of the "products." Also alleged, plaintiff "continues to suffer from abdominal pain, urinary incontinence, mesh erosion, inflammation, inability to lift heavy objects, inability to bend over, inability to walk for extended periods of time, and dyspareunia (inability to have sex)."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.